Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use. The customer implant direct wrench was not returned with the implant. The implant engaged with an in-house driver during a functional test. No damage identified or signs of malfunction that would have contributed to the reported event. Measurements match drawing. DHR review was completed for the subject lot number 1275921. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275921 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿disengaged¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used. Therefore, based on the available information, implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant direct wrench did not retain the implant and it fell to the floor. The universal wrench was used with another implant and the procedure was completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.